Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 192 mg/dl. The customer stated that the device may have been exposed to sweat. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly. No button error alarms occurred during testing. However, corrosion was found on the keypad traces. The insulin pump had minor scratches on the display window, a crack on the display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, scratches on the reservoir tube window, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.